Event description:
Medtronic received a report that two concerto coils would not deploy through renegade microcatheter. It was reported there was coil resistance/stuck in catheter. The location of the resistance in the catheter is unknown. There was no catheter damage observed. It is unknown if there was coil damage. It was noted the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a renegade microcatheter. Additional information received that the coils came out of the introducer sheath smoothly.

Manufacturer narrative:
Product analysis #705496733:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): three concerto implant coils were returned for analysis within a shipping box; within two individually opened concerto implant coil outer cartons, within their opened concerto implant coil inner pouches and 2 concerto implant coils within a resealable plastic bag. The renegade catheter used in the event was not returned. Visual inspection/damage location details: the model or lot number for the renegade catheter were not provided; therefore, compatibility could not be assessed. Based on the received condition and product analysis the model and lot of two concerto coils could not be ascertained; therefore, it could not be determined which pli each concerto coil corresponds to. (Coil 1) the concerto implant coil was returned without introducer sheath. The concerto coil pushwire was found to be bent at ~ 101.0cm, bent at ~119.7cm and kinked at ~153.1cm from proximal end. The shield coil was found to be intact. The implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. (Coil 2) the concerto implant coil was returned without introducer sheath. The actuator interface was found to be broken. The concerto coil pushwire was found to be bent at ~ 40.0cm and bent at ~157.4cm from proximal end. The shield coil was found to be intact. The implant coil was found to be already detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. (Pli-20) the concerto implant coil was returned within introducer sheath. No bends or kinks were found with the concerto coil pushwire. The shield coil was found to be intact. The implant coil was found to be damaged within introducer sheath. The implant coil was unable to be pushed out from introducer sheath for further evaluation as it was found to be stuck. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿catheter resistance¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (B)(6), 203cm ruler (B)(6) document used: n/a as found condition (condition of returned device): three concerto implant coils were returned for analysis within a shipping box; within two individually opened concerto implant coil outer cartons, within their opened concerto implant coil inner pouches and 2 concerto implant coils within a resealable plastic bag. The renegade catheter used in the event was not returned. Visual inspection/damage location details: the model or lot number for the renegade catheter were not provided; therefore, compatibility could not be assessed. Based on the received condition and product analysis the model and lot of two concerto coils could not be ascertained; therefore, it could not be determined which pli each concerto coil corresponds to. (Coil 1) the concerto implant coil was returned without introducer sheath. The concerto coil pushwire was found to be bent at ~ 101.0cm, bent at ~119.7cm and kinked at ~153.1cm from proximal end. The shield coil was found to be intact. The implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. (Coil 2) the concerto implant coil was returned without introducer sheath. The actuator interface was found to be broken. The concerto coil pushwire was found to be bent at ~ 40.0cm and bent at ~157.4cm from proximal end. The shield coil was found to be intact. The implant coil was found to be already detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. (B)(6) the concerto implant coil was returned within introducer sheath. No bends or kinks were found with the concerto coil pushwire. The shield coil was found to be intact. The implant coil was found to be damaged within introducer sheath. The implant coil was unable to be pushed out from introducer sheath for further evaluation as it was found to be stuck. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿catheter resistance¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.